Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the adc device. The customer experienced symptoms described as "infection at the setting point" and had contact with a healthcare provider who prescribed an antibiotic, and skin ointment to use with a plaster, for treatment of infection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with the wear of the adc device. The customer experienced symptoms described as "infection at the setting point" and had contact with a healthcare provider who prescribed an antibiotic, and skin ointment to use with a plaster, for treatment of infection. There was no report of death or permanent injury associated with this event.